Manufacturer narrative:
A ge service rep performed an on site investigation. The foot switch connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fse reported that the footswtich was not releasing, causing uncommanded x-rays. This occurred outside of a procedure with no pt involvement. There is no report of injury or death associated with this event.